Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Verified and replicated issue as described in the reported event complaint. Removed generator front/ side covers. During 2d image acquisition, the front panel of paxscan cp observed displaying 24- "flash file not found in flash system", and 32- "receptor error". Connected to varian viva. Acquired image in viva, which was unusable, and similar to the 2d image initially acquired. Ordered, and replaced the paxscan detector/ command processor. Resulting testing showed adequate, usable imaging in both 2d, and 3d. System checkout performed per procedure. The imaging system then passed the system checkout and was found to be fully functional. The hardware investigation of the returned detector panel found that the reported event was related to a mechanical issue. Testing did not reveal error codes of errors 24 and 32 displayed on paxscan processor. During fluoro exposure many horizontal lines display on screen, with darker shadowed area in lower left quadrant. During 3d imaging, a jagged circle along with a rough triangular array pattern is displayed. Cp2 did not display any errors, either with this detector panel, or when paired with the detector panel on test system. When paired with detector panel test system, images are as expected. Cp2 is functional. Detector panel did not pass testing. There is a perceptible pucker or dent in the panel casing along the edge. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure for the 2d ap and lateral images were black and white lines across the screen with no anatomy visible. Took a 3d spin and everything was black. Checked ma and kv values, rebooted the system multiple times without success. The surgeon chose to discontinue use of the imaging system. The case was delayed 20 minutes before they switched to the c-arm for the remainder of the procedure. There was no reported impact to the outcome of the patient.